Manufacturer narrative:
Investigation including root cause analysis is in progress. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the footswitch did not respond during a cataract surgery. Footswitch was exchanged and surgery completed with the same system. There was no patient harm. Additional information received from a company representative. It is unknown if a system message was displayed. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customer reported event was not able to be confirmed. The product met specifications at the time of release and the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).